Event description:
A customer reported via phone call indicating that their insulin pump alarmed button error. The patient's blood glucose level was 48 mg/dl at the time of the call. The customer stated that they were moving the lawn which caused the low blood glucose. The customer stated that moisture was discovered in the back if the insulin pump and the key pad stopped working. The customer was informed that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the back up plan. The customer sent the product back for analysis. A replacement insulin pump was shipped to the customer.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4).